Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2024 at 3:30 pm where user's sg was 65 mg/dl and bg was 80 mg/dl.a review of the data management system (dms) data revealed that on (B)(6) 2024 at 3:32 pm, sg was 70 mg/dl and bg was 80 mg/dl.a review of the alert history revealed that the user received a low glucose alert at 03:42 pm,when the sg was at 65mg/dl.as per notes, user didn't seek for medical treatment and believed that they were not having a low glucose event.the user's hcp was not aware of the event. The user was advised to follow up with their hcp for any necessary medical guidance. In an associated case for the user's complaint about sensor inaccuracy,an initial review of the system revealed some differences between sg and bg values, potentially due to early wear adjustment from insertion on the (B)(6) 2024.it is expected to see some differences during the initial days of the use, as the system is stabilizing after insertion.the user was advised to continue using the system, entering calibrations when the glucose is stable.the sensor is currently in use, and the system is displaying good agreement between the sensor readings and calibration entries. B4.date of this report 04 february 2025. G3.date received by the manufacturer? 04 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
On 22 december 2024, senseonics was made aware of an incident where user reported a low glucose event on 22 december 2024 around 03:30 pm that their sg was 65 mg/dl and bg was 80mg/dl. After dms review, it was confirmed that on (B)(6) 2024 around 03:42 pm, sg was 65 mg/dl and bg was 80mg/dl. After dms review, it was confirmed that the user received a low glucose alert at 3:42pm mst, when the sg was at 65mg/dl. However, the patient did not have any low glucose symptoms. The patient did not have to take any actions or seek any medical attention.